Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) where surgically explanted. The electrode was fractured. During a follow up appointment, it was noted that there was over-sensed noise on 3 different vectors. In clinic integrity testing, revealed noise could be reproduced. The device was deactivated, and the patient was admitted to the hospital. The next day the revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. The electrode is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.